Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had ventricular fibrillation episodes that were treated with lidocaine and then mexiletine. The patient converted to normal sinus rhythm. A defibrillator was implanted for primary and secondary prevention. The patient was stable at home and would follow up as an outpatient.

Event description:
Additional information was received that the patient was asymptomatic, alert, and oriented at the time of the event. Pulsatility index (pi) episodes were noted. The patient had to be shocked twice.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported ventricular fibrillation (v-fib) could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 1 of the IFU, "introduction", lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, "patient care and management", also lists arrhythmia as a potential late postimplant complication. Section 1 addresses all pump parameters, including pulsatility index (pi). Section 1 and section 4 of the IFU, ¿system monitor¿, state that ¿pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e. The pump is providing greater support and further unloading the ventricle)¿. Sections 4 of the IFU also state that a pi event may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden change in power, or sudden change in pump speed. No further information was provided. The manufacturer is closing the file on this event.